Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker showed to be in safety mode after an interrogation. It was recommended to replace the pacemaker, and it has been explanted at a surgical intervention at this time. No additional adverse patient effects were reported.